Manufacturer narrative:
E.1. Initial reporter addr 1: 11, chemin de la belle au bois dormant. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, an unspecified number of tubes are discolored. No patient impact reported. The following information was provided by the initial reporter: "some of the tubes in the cardboard are opaque and cannot be used."

Event description:
It was reported that while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, an unspecified number of tubes are discolored. No patient impact reported. The following information was provided by the initial reporter: "some of the tubes in the cardboard are opaque and cannot be used."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to color variation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.